Event description:
Customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. Customer was instructed by technical support to troubleshoot the issue by pressing the pump button and attempting various power checks, but the pump did not turn on. As a result, technical support decided to replace the pump and confirmed the shipping address. Customer was instructed to use multiple daily injections as a backup therapy and to return the problematic pump within 10 days using a pre-paid label.